Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to implant a cannulated tibial nail on (B)(6) 2018, while drilling for the cannulated connecting screw on the proximal portion of the nail, surgeon had to wiggle the drill in order to get the drill bit to pass through the nail. The aiming arm, insertion handle, drill sleeve, and protection sleeve were reported to have contributed to the alignment difficulty. No devices were broken but the nail was hit. Surgery was completed successfully with no delay. This report is for one (1) 4.2mm three-fluted drill bit. This is report 7 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated event information. Concomitant devices reported. Device was used for treatment, not diagnosis.

Event description:
Update 12/04/2018: adding the concomitant part; it was reported that there was a drill used with no allegations. Modified event description: it was reported that during a procedure to implant a cannulated tibial nail on october 6, 2018, while drilling for the cannulated connecting screw on the proximal portion of the nail, surgeon had to shake the drill so the drill bit to pass through the nail. The aiming arm, insertion handle, drill sleeve, and protection sleeve were reported to have contributed to the alignment difficulty. No devices were broken but the nail was hit. Surgery was completed successfully with no delay. Patient outcome is unknown. Concomitant device reported: unknown drill (part # unknown, lot # unknown, quantity 1) this complaint involves seven (7) devices